Event description:
Would go down the curb, and the seat detached from the frame. The patient falls forward into the street with his head down. The ambulance comes and the patient must go to the emergency room with dental injuries.

Manufacturer narrative:
The information is also sent to the (B)(6).